Event description:
It was reported that this right ventricular (rv) defibrillation lead, which, is implanted with a non-boston scientific implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements greater than 2,000 ohms in bipolar configuration, however, measurements were 1,000 ohms when programmed rv tip to rv coil. Technical services (ts) discussed potential causes. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.